Event description:
It was reported that at approximately 15:02 hours on (B)(6) 2012, the m300 suddenly stopped displaying pt data at the associated ics and stopped collection of full disclosure data. The user reported that the device and the pt named dropped off the ics. It was reported that at some point on (B)(6) 2012, the user noticed that the pt was no longer being monitored at the ics. At that time, the user readmitted the pt to the ics and monitoring was restored. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.